Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced pelvic pain, abdominal pain, back pain, hip pain, groin pain, leg pain, thrush, urinary tract infections, stress urinary incontinence, fibromyalgia, constipation, incomplete bladder emptying, post-micturition dribbling, frequency, urgency, urge incontinence, nocturia, bloating, dyspareunia, suprapubic heaviness, rectocele, cystocele, vaginal bleeding, bowel dysfunction, suprapubic pain, vaginal pain, vaginal bulge, vaginal discharge, rectal pain, diarrhea, bladder prolapse and slow bowel digestion. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 01/19/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.